Event description:
Information received by medtronic indicated that the customer reported an issue during the priming process. Troubleshooting was performed and found that the piston on the pump will no longer push the reservoir during the reservoir and tubing fill process. The insulin was not ¿squirting out¿/continues to drip after the motor stops during the fill tubing/manual prime process and the customer was not able to exit the ¿load reservoir¿ process/¿preparing to prime¿ loop. No harm requiring medical intervention was reported. The customer will discontinue using the pump. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary: insulin pump was returned for analysis.

Manufacturer narrative:
Customer returned pump for alleged prime anomaly found on 16-jan-2023. The pump passed the displacement test, self test, and rewind test. Test p-cap locked properly into the reservoir compartment. The pump failed the prime/seating test. Unable to perform basic occlusion test, force sensor test, and occlusion test due to immediate seating during prime/seating test. No motor alerts, alarms, or anomalies were noted in the pump memory. Pump was cut open to perform visual inspection and found dried insulin on the motor slide. Motor was tested outside the pump case on the ngp system test board and passed. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. Prime anomaly was confirmed during testing due to dried insulin on the motor slide. Moisture damage was confirmed found isolated in the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.